Manufacturer narrative:
It was reported "that one of the screws on the right hand brake of the rollator fell out and is now missing". There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
Customer reported "that one of the screws on the right hand brake of the rollator fell out and is now missing".